Event description:
The pt started to feel of "pain" in the abdominal wall after three months of the ck repair surgery. And from the last two months, the surgeon found a small lump in the pt's up-right side of abdominal wall and the pain did not disappear anyway. So last week, the surgeon did the second surgery for the pt and wan to find out what is the lump and what had happend to the previous repair. During the surgery, the surgeon found that the memory ring protrude into the subcutaneous fascia lane with a sharp end, which indicates that the ring falls apart. Further, the surgeon find that the small lump was actually resulted from the sharp end of the ring. (Pathological exam. Shows the lump is an inflammatory reaction). The surgeon pulled out around 10cm of the polyester ring and cut it off. The ck patch is anyway kept and not intervened.